Event description:
Rep was notified during visit of a patient who developed an abcsess 2 weeks post treatment possibly now resolving. The event are outlined as follows: on (B)(6) 2026 - patient presented abscess and was incised, drained, and packed by dr. On (B)(6) 2026 - visit completed to irrigate and pack wound. Improvement noted. On (B)(6) 2026 - visit completed where wound re-dressed and but showing further improvement.

Manufacturer narrative:
There was no device issue reported. Based on the information provided, this incident has been determined to be a rare risk of the procedure with no evidence of device malfunction.